Event description:
According to the reporter, during transection of stomach in an open esophagogastrectomy, first firing of stapler resulted in the stapler firing correctly but the reload fell apart when unloading. The second firing was used with the same handle and a new reload. The second firing the surgeon said grabbed the tissue and pulled it rather than cutting. The device did not staple properly and did not give b shaped staples. The surgeon said it did not cut the tissue. The second reload also fell apart when unloading. Surgeon resected and re-stapled to fix the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.